Manufacturer narrative:
It was reported that the unit was not able to power on. Per good faith effort (gfe) response received 30apr2025, the customer declined repairs. No further service provided. The customer declined repairs. No further service provided. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
(B)(6).

Event description:
Philips received a complaint by the customer on the v60 indicating that the unit was not able to power on. It was reported there was no patient involvement at the time the issue was discovered. It was reported that the unit was not able to power on. This investigation is ongoing.